Manufacturer narrative:
To date, the device has not been returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's color ring was loose. The issue occurred during reprocessing of a therapeutic procedure. There were no reports of patient harm.

Event description:
The intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the issue is likely due to excessive use. Olympus will continue to monitor field performance for this device.